Event description:
It was reported that a user experienced dexcom g7 sensor data not displaying on the ilet due to signal loss, after which readings returned during the call following a prior bluetooth toggle by the user. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included user troubleshooting and education focused on connectivity and signal restoration steps. Investigation of this case revealed intermittent communication loss between the cgm and the ilet, which resolved without hardware intervention. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm-to-ilet communication disruption.